Event description:
It was reported that after a factory reset the pump displayed a "do you see drops" prompt and then became stuck, requiring a restart through the app and returning to the ilet setup menu; the user selected bionic mode and, due to a freeze, completed a software update under agent guidance. Symptoms included a frozen or unresponsive screen during setup. Outcomes included restoration of function following troubleshooting and a verified software update. Investigation included guided troubleshooting and completion of a software update to address the freeze. Investigation of this case revealed a software-related malfunction presenting as a screen unresponsiveness during setup that was resolved by updating the device software and completing setup steps. It was concluded, based on previously established findings for similar reports, that the cause was a software anomaly remediated by software update and user-guided reconfiguration.